Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a male of unknown age who underwent ptosis correction in hospital on (B)(6) 2023. During the surgery, the surgeon used sa82g for interrupted sewing of frontal muscle. The suture broke occurred in all three sutures of the same batch used during knotting. The surgeon immediately replaced a new suture to continue the suture. The subsequent surgery went smoothly. The surgical time was extended by one hour. The patient has been discharged smoothly. The correction effect was not satisfactory in the first three days after operation. The patient was followed up for observation in the first and second weeks after operation. The correction effect was satisfactory. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * please confirm the number of sutures that broke during this procedure. * please provide more details about "the quality of the suture seriously affected the surgical operation, bringing great hidden dangers to medical work". * it was also mentioned that the " postoperative correction was not satisfactory". Please provide more details. Was any medical/surgical treatment required? * were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-09879 this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a correction of blepharoptosis procedure on an unknown date and suture was used. When the doctor sutured the patient's frontal muscle, frequent occurrences of suture breaking, which could occur even if the suture was pulled lightly. The quality of the suture seriously affected the surgical operation, bringing great hidden dangers to medical work. Use another suture to complete the surgery. On the first day after surgery, the postoperative correction was not satisfactory. No adverse patient consequences were reported. Additional information was requested